Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00918. It was reported the patient experienced cerebrospinal fluid leakage during revision of the lead (reference MFR. Report#1627487-2019-13256). A blood patch was performed to resolve the issue. Follow-up identified the patient was asymptomatic postoperatively.

Manufacturer narrative:
The device reference reports were inadvertently omitted from the initial report.

Event description:
Device 3 of 4. Reference MFR. Report#1627487-2019-00918, reference MFR. Report#1627487-2019-13266 , reference MFR. Report#1627487-2019-13265.